Manufacturer narrative:
(B)(4). The customer indicated that they cannot release the instrument for evaluation. However, they will allow a representative to visit on-site and inspect the instrument.

Manufacturer narrative:
(B)(4). The customer has indicated that the complaint sample cannot be returned to carefusion. Since the instrument is not available, an evaluation could not be performed.

Event description:
Broken the curette tip broke off during total right knee arthroplasty.  The tip of the curette sucked into suction container.  There was no harm to the patient.